Event description:
A report rec'd from the USA stated the console on the device "flashed zeros" on during surgery. No patient or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).